Event description:
It was reported that the patient experienced a low blood glucose event with a nadir of 65 mg/dl lasting approximately 10 minutes while using the ilet, and a caregiver inquired about making a third-party display device work with the ilet, which customer care explained was not supported. Symptoms included no reported clinical manifestations. Outcomes included self-management of hypoglycemia with oral carbohydrates and no need for emergency care or hospitalization. Investigation included complaint intake, review of the reported event details, and user education and troubleshooting on device capabilities and third-party compatibility. Investigation of this case revealed no device malfunction and no component failure, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.